Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the unexplained power on resets (por) were observed in the black box on (B)(4). The battery compartment is cracked between bumper pad and cover and at the threads. No damage found to returned battery cap. The returned battery cap is able to carefully attach to the pump and was used with returned cartridge cap to complete 24hr duration testing; no por¿s or eaw¿s were duplicated with returned caps. The battery cap contact measurements are in specifications. There was no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.